Event description:
A mesh carrier, 1 1/2 x 1, was opened. The graft was taken from the pt and placed on the mesh carrier by the physician. The graft was meshed and found to be 3 x 1. A new 1 1/2 x 1 package was opened and the physician had to get a second graft necessitating immediate surgical intervention. Operating room personnel disposed of the mesh carrier.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.